Manufacturer narrative:
At the present time limited information is available for this investigation. The product has not been returned for the investigation. Should additional information become available, this report will be updated.

Event description:
It was reported that the implant's insertion hole for the inserter was damaged during the implantation process. The surgery time was extended by 45 minutes to remove the damaged implant. The implant was removed and the surgery was completed with another product.